Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35j was damaged and drug leaked from the connection during use. No exposure to chemo drug. No injury or medical intervention.

Manufacturer narrative:
According to (B)(6) report the grips of the safety sleeve are broken. As the grips of the safety sleeve are out of their place, the injector cannot be properly connected and leak can appear. Due to the bad placement of the grips, the needle is exposed as shows jfrl report. To avoid misuse, instructions explained in the IFU must be carefully followed. During manufacturing process, several test and inspections are carried out to avoid faulty parts. Among others, the functionality of the grips and the injector is verified. In this case, as the lot is unknown device history record cannot be verified and retained samples cannot be checked. Bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As the grips of the safety sleeve are out of their place, the injector cannot be properly connected and leak can appear. Due to the bad placement of the grips, the needle is exposed as shows (B)(6) report. As the lot is unknown, DHR cannot be checked. To avoid misuse, instructions explained in the IFU must be carefully followed. Misuse seems the most possible root cause.